Event description:
The user facility reported that the angio-seal device arteriotomy locator would not successfully connect to the angio seal sheath. Procedure for the patient prior to closure device was iliac coiling. No blood loss. No patient injury and/or required medical or surgical intervention. Additional information was received (B)(6) 2023: manual pressure was held for hemostasis.

Manufacturer narrative:
A review of the device history record of the product code/lot # combination was conducted with no finding. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
One (1) 6fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube, and guidewire. The device was visually inspected and found to have been in unused condition. The components had not been used and no damage or issue was identified. The complaint was confirmed for a potential embolism post-operatively. The exact root cause was unable to be determined. The likely cause was determined to have been use of the angio-seal device after a tavr procedure (likely to use a larger procedural sheath) or over-tightening of the anchor-suture-collagen assembly due to excess tamping. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).